Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, and rectocele and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent partial removal of mesh on (B)(6) 2009 due to painful sexual intercourse, urge incontinence, pelvic pain and vaginal stenosis; mesh excision on (B)(6) 2010 due to pelvic pain, rectal pain, painful sexual intercourse and vaginal pain; and mesh excision on (B)(6) 2011. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced incontinence. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a&p colporrhaphy, sacrospinous ligament suspension. It was reported that patient also underwent veritas collagen matrix and caldera t-sling implant on (B)(6) 2005 (per implant record).

Event description:
It was reported that following insertion, the patient experienced incontinence. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a&p colporrhaphy, sacrospinous ligament suspension. It was reported that patient also underwent veritas collagen matrix and caldera t-sling implant on (B)(6) 2005 (per implant record).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic inflammation, urinary urgency and frequency.

Manufacturer narrative:
Nocturnal enuresis. It was reported that following insertion the patient experienced nocturnal enuresis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced obstruction and discomfort.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary retention.